Event description:
Medline industries, vascular pack, 30ml syringe would not allow vessel cannula to luer lock onto the syringe. This was noted with two packs, both with the same lot number. FDA safety report ID# (B)(4).